Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to extrusion of the electrode array into the ear canal subsequent to an infection. Re-implantation is planned, however; has yet to occur as of the date of this report, october 30th, 2015.

Manufacturer narrative:
This report filed november 20th, 2015.